Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to moisture damage on the keypad traces. The device was received with minor scratched display window, and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was alarming button error. Customer's blood glucose level was 300 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.